Event description:
It was reported to boston scientific corporation in 2007, that a wallflex enteral duodenal stent device was used during a procedure in the same month. (Patient gender, age and weight unknown) according to the complaint, "a 22x 90 duodenal stent was deployed across a stricture, with the proximal end just through the d1/2 stricture. The stent deployed without complication. Upon trying to withdraw the delivery system, the proximal stent caught on the proximal marker and could not be released. Eventually the delivery system was pulled through however the proximal end of the stent had unraveled. Unfortunately position with the" (guide) "wire was lost and it was not possible to re-enter the stent." "The proximal end of the stent is patent and the stricture is stented." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Stent implanted, delivery syst. Disposed.